Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a delivery issue with a replacement adc device. The customer originally reported that the adc device would not power on with button press or strip insertion after they dropped the device into the washer, and ordered a replacement. The customer indicated that they received the incorrect replacement device and were unable to monitor glucose. The customer experienced a loss of consciousness and was taken to the hospital where they received unspecified treatment. Readings of 489 mg/dl, 70 mg/dl, and 50 mg/dl from the hcp meter were also reported, however, it is unknown when these were taken in relation to treatment. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported a delivery issue with a replacement adc device. The customer originally reported that the adc device would not power on with button press or strip insertion after they dropped the device into the washer, and ordered a replacement. The customer indicated that they received the incorrect replacement device and were unable to monitor glucose. The customer experienced a loss of consciousness and was taken to the hospital where they received unspecified treatment. Readings of 489 mg/dl, 70 mg/dl, and 50 mg/dl from the hcp meter were also reported, however, it is unknown when these were taken in relation to treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre reader no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.